Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Patient reported " capsular contracture... Pain, swollen, increase of temperature...itching" and "lobulated contours" on the left side. Healthcare professional's notes confirmed capsular contracture, baker grade IV and "fluid around the prosthesis.¿ patient's "psychological is well shaken¿ due to being "suspicious of lymphoma." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, d.6, g.1, h.4. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported " capsular contracture... Pain, swollen, increase of temperature...itching" and "lobulated contours" on the left side. Healthcare professional's notes confirmed capsular contracture, baker grade IV and "fluid around the prosthesis.¿ patient's "psychological is well shaken¿ due to being "suspicious of lymphoma." The device remains implanted.